Manufacturer narrative:
Complaint conclusion: the cec adjudication committee determined that this (B)(4) patient experienced a peri-procedure mi based on troponin I elevation. This is a (B)(6) female with medical history including hyperlipidemia, family history of coronary artery disease, renal insufficiency on dialysis, cholecystectectomy, umbilical hernia repair, tonsillectomy, adenoidectomy, breast cystectomy, left upper arm av fistula creation, anxiety and insomnia. At the time of the index procedure, angiography revealed stenosis in the mid and proximal lad and the ostial 1st diagonal. The indication for the procedure was a positive functional test for ischemia. The target mid lad lesion was 15mm in length, mildly calcified, class b2, and de novo with 80% stenosis and timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 16atm and a 3.0 x 23mm cypher rx stent was implanted at 8atm. The stent was post-dilated per standard procedure with a 3.0 x 23mm balloon at 16atm. The proximal lad lesion was 15mm in length, moderately calcified, class b2 and de novo with 90% stenosis and timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 14mm balloon at 16atm and a 3.0 x 23mm cypher rx stent was implanted at 24 atm. The stent was post dilated per standard procedure to fully expand the stent with a 3.0 x 20mm balloon at 16atm. A non-target lesion in the ostial 1st diagonal with a 10mm, de novo lesion with 70% stenosis was treated with balloon angioplasty only. There was no residual stenosis and timi 3 flow for all lesions. Post-procedure troponin I peaked at 0.69 (uln 0.08). Based on this result, the cec adjudication committee determined that the patient experienced a peri-procedure mi. The site reported that there were no adverse events or procedural complications and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00185 and 3003742446-2012-00187.

Event description:
The cec adjudication committee determined that this (B)(4) patient experienced a peri-procedure mi based on troponin I elevation. At the time of the index procedure, angiography revealed stenosis in the mid and proximal lad and the ostial 1st diagonal. The indication for the procedure was a positive functional test for ischemia. The mid lad lesion was 15mm in length, mildly calcified, class b2, and de novo with 80% stenosis and timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 16atm and a 3.0 x 23mm cypher rx stent was implanted at 8atm. The stent was post-dilated per standard procedure with a 3.0 x 23mm balloon at 16atm. The proximal lad lesion was 15mm in length, moderately calcified, class b2 and de novo with 90% stenosis and timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 14mm balloon at 16atm and a 3.0 x 23mm cypher rx stent was implanted at 24 atm. The stent was post dilated per standard procedure to fully expand the stent with a 3.0 x 20mm balloon at 16atm. A non-target lesion in the ostial 1st diagonal with a 10mm, de novo lesion with 70% stenosis was treated with balloon angioplasty only. There was no residual stenosis and timi 3 flow for all lesions. Post-procedure troponin I peaked at 0.69 (uln 0.08). Based on this result, the cec adjudication committee determined that the patient experienced a peri-procedure mi. The site reported that there were no adverse events or procedural complications and the patient was discharged the day after the procedure. No cordis balloons were used during the procedure.

Manufacturer narrative:
Concomitant medications included: zocor 20mg on (B)(6) 2010, aspirin 325mg daily beginning (B)(6) 2010, lipitor 10mg daily beginning (B)(6) 2010, clopidogrel 75 mg beginning (B)(6) 2010, abciximab intra-procedure. Concomitant devices: 2.5 x 15mm, 2.5 x 14mm and 3.0 x 20mm non-cordis balloons, and 3.0 x 23mm cypher rx (15124251). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00185 and 3003742446-2012-00187.